Event description:
It was reported that the device keeps powering off after about 2 minutes. The batteries have been already replaced. No known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.